Manufacturer narrative:
Concomitant therapies: juvéderm® volift¿ with lidocaine. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "persistent nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: indurations or nodules at the injection area.

Event description:
Healthcare professional reported after injection with 8.0 ml total of 1 syringe of juvéderm® volbella¿ with lidocaine in the temporal area, 6 syringes of juvéderm¿ voluma¿ in the "gk 1, 2, 3, and 4" areas, and 1 syringe of juvéderm® volift¿ with lidocaine in the eyebrows, patient had been experiencing persistent nodules without improvement since approximately 4 months post injection. Symptoms occurred at all injection sites. Steroids and antibiotics were provided as treatment with no improvement. An unspecified amount of time later, healthcare professional treated the patient with ¿large amounts of hyaluronidase with reversion of the condition.¿ symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2018-00821 ((B)(4)) and MDR ID #3005113652-2018-00749 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm¿ voluma¿.